Manufacturer narrative:
Stryker completed an initial evaluation of the customer's device and verified the reported issue. The customer has been sent a replacement device.

Event description:
The customer contacted stryker to report that their device was unable to boot and was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the customer's device and a depleted internal battery was determined to be the cause of the reported issue. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device was unable to boot and was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient involvement reported with the event.